Manufacturer narrative:
The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID (B)(6)) was not returned for evaluation, but a photo was provided, and the valve was set at 30.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a 76-year-old male patient with a hakim programmable valve implanted on (B)(6) 2024 due to normal pressure hydrocephalus, experienced cerebrospinal fluid circulation disorder, subdural hematoma, and subdural hemorrhage. The valve was unable to be programmed and was stuck at 30. The doctors have tried with two programmers still the result is same. On an unknown date, patient experienced chronic subdural collection due to overdrainage of cerebrospinal fluid (csf) (cerebrospinal fluid circulation disorder), subdural hematoma, shunt is grossly malfunctioning (shunt malfunction). On (B)(6) 2024, CT scan showed persistent bilateral chronic subdural hemorrhage (subdural hemorrhage). Two different machines were used to change the pressure with no result showing that is shunt is malfunctioning and has to be replaced as it is detrimental to the patient safety. At the time of the reporting, outcome of the events chronic subdural collection due to overdrainage of csf (cerebrospinal fluid circulation disorder), subdural hematoma, bilateral chronic subdural hemorrhage (subdural hemorrhage).